Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/24/2022. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: an empty opened labeled winding former and a needle/suture piece of product code w1610t were returned to ethicon inc for analysis. In order to evaluate the conditions of the returned sample, the swage and attachment area was noted to be as expected and a suture piece still was attached to the barrel hole needle and the suture end was cut by a sharp edge. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Functional test was not performed, due to the condition of the sample received. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/28/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: an empty opened labeled winding former and a needle/suture piece of product code w1610t were returned for analysis. In order to evaluate the conditions of the returned sample, the swage and attachment area was noted to be as expected and a suture piece still was attached to the barrel hole needle and the suture end was cut by a sharp edge. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Functional test was not performed, due to the condition of the sample received. As part of quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: can you please confirm what was the initial procedure? Response: sales rep confirmed with nurse, it is a plating clavicle surgery done by dr (B)(6). Can you please clarify what is mean by "tbc on procedure done"? Response: to be confirm on the procedure done. Can you please confirm: did the suture got broken or. Did the suture got separated from the needle? Response: the suture broke near the swage but not at the swage, while surgeon was suturing. Can you please confirm did the surgery was completed successfully? If yes, what was used to complete the procedure? Response: the surgery was completed with a new pack of suture from the same batch. Can you please describe, did the patient suffer from any consequence? Response: no consequences was noted.